Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a17132/a30038, model/catalog description: phase iii linear lead - 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to an infection. No further information could be obtained.